Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran mixer tests on server 1, and all probes passed. Quality controls were run in replicates, all resulting within range. The cse performed calibration and repeated quality controls, which resulted within range. The cause of the discordant, falsely low ca and mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on patient samples tested for calcium (ca) and magnesium (mg) on a dimension vista 500 instrument. The samples were flagged with delta check, indicating the results did not match with result previously obtained for the patients. The discordant results were not reported to the physician(s). The customer ran calcium quality controls (qc), which resulted out of range. The samples were repeated on an alternate dimension vista instrument, resulting higher. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ca and mg results.